Event description:
A company representative reported the patient mentioned a recent hospital admission. On follow up with the patient, he stated that 2 weeks ago he had breakfast and took a 10 unit bolus and at 3 p.m. He woke up on the floor. He said he blacked out for several hours and that he "must have over dosed on insulin." He stated he did not know what his blood glucose readings were. He stated he went to the hospital because he hit his eye when he fell and he was in pain for a urinary problem. He stated he told the hospital of these 2 issues and mentioned he was a diabetic. He stated he remained on his insulin infusion device for the 5 days he was in the hospital. He said he checked himself out of the hospital because he was not being treated for his 2 issues. He stated the staff was more concerned with his glucose readings but he told them "I can do that myself." The patient stated his endocrinologist has put him on a 3 hour window for checking his blood glucose with a meter. He stated after he left the hospital, he had an appointment with his urologist who diagnosed him with a urinary tract infection and put him on antibiotics. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.